Event description:
(B) (4). Same case as 2134265-2010-02140. It was reported that following a coronary artery stenting procedure, the patient expired. The lesion being treated was a 3.0mm, 90% stenosed, 50mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation using a 3.0x20mm balloon and successful placement of two (3.5x24mm and 3.0x32mm) taxus express2 stents. The stents were post-dilated with the pre-dilatation balloon. Post ivus was performed showing the stents were well expanded, and there was no gap between the stents. The patient was discharged the next day without any anginal symptoms. At 482 days after the index procedure, the patient experienced difficulty breathing due to accumulation of fluid (pleural effusion). According to the physician, the patient had pleural effusion prior to the index procedure. Therefore, this event was unrelated to the taxus stent. The patient was hospitalized. Drainage of the left pleural space was performed and the patient was discharged 5 days later with the event resolved. At 226 days later, the patient went to another facility for hemodialysis. The details regarding the death are unknown as the patient expired at the other facility. It is unknown if the patient death was related to the taxus stent.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
It was further reported that the index procedure treated a restenotic lesion. Residual stenosis became visually 0% and timi-3 flow kept through the procedure. The patient was discharged on bayaspirin and panaldine. In (B)(6) 2008, respiratory distress associated with pleural effusion was recognized. Drainage was performed and respiratory distress was resolved 15 days later. (B)(6) 2009, 482 days post index procedure, the patient expired at a hospital which was not the trial site where the patient visited regularly for hemodialysis. The details such as treatment taken were unknown, because the event happened in a non-trial site facility. Whether autopsy was performed or not was unknown. Symptom of angina was not detected at each follow-up post-index procedure.

Manufacturer narrative:
(B)(4)